Manufacturer narrative:
The other 3 proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the proglide plunger was removed on all four proglide devices due to calcification of the artery. The suture of a new proglide device was successfully preplaced. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved with the preplaced suture of one proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.